Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was feeling stimulation in all the pain areas, but was not receiving as much pain relief as when he was implanted. The sjm representative reprogrammed the scs system. The patient reported the stimulation had improved, but was still not receiving the desired pain relief. Follow up identified the patient received reprogramming and the physician provided an injection to aid the pain. It was reported the issue was resolved at the time.